Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in hospital. Upon interrogation, the right ventricular lead exhibited loss of capture and low sensing. It was noted that the lead had dislodged. On (B)(6) 2018, the patient presented for lead revision. During the procedure, it was noted that there was an insulation anomaly and there was no heme noted inside the insulation. The physician used a repair kit to address the issue. The procedure was completed successfully without any adverse consequence to the patient.